Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded lcd board. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to unresponsive keypad/button. Unit had corroded motor home switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.